Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited high threshold. The lead was removed and replaced. However, the second lead also showed high thresholds. The second lead was also removed and replaced successfully by a third lead. No patient complications have been reported as a result of this event.